Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a non-product issue. A single new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.